Manufacturer narrative:
H3, h6: the device, intended for use in treatment was returned for evaluation: a visual inspection was performed and confirmed that when placing a trochanteric grip plate on the accord tensioner, the tensioner malfunctioned and the most proximal lock did not release. A review of complaint history did reveal an additional complaint for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thr procedure, the surgeon was using the accord cable tensioner when placing a trochanteric grip plate, the tensioner malfunctioned and the most proximal lock did not release. Surgeon switched to the other accord cable tensioner in the set and completed the case without any further issue. A delay of less than 30 minutes was reported. There was no injury to the patient.